Event description:
It was reported, the attending surgeon stated that the new resident surgeon put excessive torque on the screwdriver and the tip of the screwdriver broke off inside the 4.0 locking screw. The tip was retrieved and the surgery was completed successfully.¿

Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If add¿l info becomes available, it will be reported on a supplemental report.